Event description:
It was reported that during a low anterior resection after firing the device, some staples were malformed and the washer was not cut. Another device was used to complete the case with no pt consequence.